Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dust partials found in bd 1ml syringes

Event description:
It was reported that the syringe 1ml ls 26x1/2in india experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dust partials found in bd 1ml syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-30. H6: investigation summary: two samples were received by our quality team for evaluation. The team observed jagged holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black particles foreign matter inside syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. The distribution center will be notified of this complaint for their awareness. This incident has been added to our database of reported incidents. H3 other text : see h.10.